Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. The patient stated that there was no program on c so they were advised to go up high and then turn it down to zero. They tried that a couple of times. However, since that did not work they were advised to contact a manufacture representative (rep). They saw a new rep and they were given a new program c into the remote charger. The same thing was done to resolve the settings not available message that was showing on their controller. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-aug-15 from the consumer reporting that the patient had the device programmed on monday. Groups a an b were working fine but group c was not able to increase past 4. The settings not available screen was seen on the controller. The patient decreased stimulation to 0 and then increased back up but got the settings not available screen at 3. The implantable neurostimulator (ins) was 90% charged. This started on (B)(6) 2018. There were no related symptoms. The patient was redirected to their hcp for possible reprogramming. No further complications were reported.

Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was recently implanted with a neurostimulator for non-malignant pain on (B)(6) 2018. It was reported that there was a change in therapy. The patient was feeling stimulation the night before the report, but when she woke up on the morning of the report, she was no longer feeling stimulation. The patient stated that group c is not working at all. She ended up switching to a different group since both groups a and b are working fine and she was able to communicate with the implantable neurostimulator. The patient controller was showing that the stimulation was on. The patient confirmed that she only has one program on group c, and that she was at 7.8 milliamps. The patient indicated that her other groups are working fine, so she will just keep it on one of these and consult with the health care provider at her next appointment on (B)(6) 2018. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a health care provider regarding the patient. It was reported that the manufacturer representative saw the patient on (B)(4) 2018 and did reprogramming which resolved the patient¿s therapy complaint of the patient not getting as good of stimulation as desired. The patient had been unable to increase stimulation right after implant due to the settings not available message on the patient controller. This was due to elevated impedances which subsequently normalized and the patient was able to increase their stimulation normally at that time. The manufacturer representative resolved the confusion that the patient was having about their c group. The patient thought that they should have had more programs under the c group, but the patient only had 1 program under the c group. The manufacturer representative explained to the patient that this was how programming was done and that was expected programming for the c group. They updated the stimulation on c1 and added one program on the e group. The manufacturer representative was meeting with the patient next on (B)(4) 2018 for a routine follow-up appointment. There were no further complications reported or anticipated.

Manufacturer narrative:
Correction to supplemental report 004. An additional device code was noted, but not captured previously. If information is provided in the future, a supplemental report will be issued.